Event description:
It was reported by the patient's physician that during the patient's battery replacement, a high lead impedance was discovered. The last "neurology note" stated that the system diagnostic test was "fine." The patient then underwent a full revision. There had been no reported trauma or manipulation to the patient. The explanted product was returned for evaluation by the manufacturer. Dried body fluids were observed in the inner silicone tubing of the returned lead portion, though no points of entry other than the cut lead ends were identified. Other than typical wear and explant related observations, no anomalies were identified within the returned lead portions. No performance issue or any other type of adverse condition was found with the generator. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.